Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited inappropriate shocks due to oversensing. The impedance was > 2000 ohms, indicating the lead is fractured.